Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to investigate and was able to reproduce the reported issue. The stm troubleshoot the system and determined the drive manifold was intermittent and the pressure filter was cracked. To correct the issue, stm replaced the drive manifold assembly and the muffler on the pressure side. The stm then performed all calibration, functional and safety tests which passed per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was leaking and generated a strange noise when attached. It was later reported that the system would make a leaking sound when in use. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.